Manufacturer narrative:
The conditions that increase the risk of posterior capsule tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is insufficient evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on qa assessment, the product met specifications at the time of release. (B)(4).

Event description:
A clinical services director reported a sub incisional anterior capsule tear was discovered at the conclusion of phacoemulsification during a laser assisted cataract procedure of the left eye. The tear tore to the posterior capsule. The intended intraocular lens (iol) was not used. A different iol was implanted. The doctor believes the laser makes the capsule weak. Upon follow up, the patient is reported to be doing well post-operatively. The patient continues to be monitored.